Manufacturer narrative:
A ge service representative performed an onsite investigation. A new sram card was installed. The generator was checked and the fluoroscopy functioned successfully. The dose rates for fluoroscopy were checked and within specification. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system's c-arm and generator would not boot up. No patient injury was reported.